Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 at 4:30 am, the patient¿s daughter went to randomly check on him and found him passed out. She called for an ambulance. No cgm alerts had gone off at the time of the incident. The paramedics checked a fingerstick bg but the patient does not remember the result, or what the cgm was showing. The paramedics administered IV dextrose. The patient became alert after that and did not go to the hospital. Later in the day the bg was 20.5 mmol/l but the cgm was displaying 7.3 mmol/l. He stated that he was feeling normal at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter state: on. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.